Event description:
Reporter indicated a vns therapy patient presented with high lead impedance on a system diagnostic test. The patient also experienced an increase in seizure above pre-vns baseline. The patient went to ER 3 times for drop seizures following her lamictal being increased to 50mg, and it was decreased back to 25mg. The surgeon saw the patient and was not able to interrogate the device. The pt underwent generator replacement surgery for the end of service. The generator was returned to the manufacturer and product analysis confirmed proper device function and that it was not at facility. Good faith attempts to obtain additional information have been unsuccessful.